Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in leaked. The following information was provided by the initial reporter: it was reported by the customer that the the blood was squirting from the tubing and splattered all over our nurse this mortning. Verbatim: see attached images, the pigtail of this diffusics is defective. The blood was squirting from the tubing and splattered all over our nurse this mortning. I had the team look at the product info to check the rest of the diffusics that are stocked here and inspect the tubing portion.

Event description:
Follow up:03/01/2024. 1. Is there any physical sample or sample photos/videos available? If yes, kindly share it for investigation. Yes, I requested a paid envelope for biohazard to send the product to you as this is soiled w/ patients blood. 2. Please confirm the exact location of leakage/damage. Patient's room- (B)(6). 3.is there any patient impacted? Yes. 4.is there any picture sample available? In verbatim mentioned picture sample available. See attached 5 images, there's damage in the tubing #3, packaging were intact #2. 5.please provide the customer address. (B)(6).

Manufacturer narrative:
Our quality engineer inspected the 5 photos and 1 sample submitted for evaluation. The reported issue of blood excess / splash / spill / exposure was confirmed upon inspection of the sample and photos. Analysis of the sample showed that there was a cut in the middle section of the tube. A review of our manufacturing processes was performed and there were no stations that could have caused the cut observed. There are also check systems in place to reject incomplete products with this type of damage. It is possible for improper handling of the device to result in the damages observed. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.